Event description:
Cellcept tubing arrived to unit broken in half at y-site near roller clamp with tubing primed with medication. Bd alaris pump infusion set - low sorbing tubing (pe lined) - ref (B)(4), lot #(10)25025186, expiration - 02/07/2028.